Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. Visual examination of the returned impactor pad identified signs of use (impact marks) and confirmed the complaint that the device was fractured. All fractured pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with zrm_wa_0507_19 summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2- canada. H3: customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during final impaction of the femoral component, the impactor pad fractured in half. No pieces fell into the patient and there was no delay. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d9, g1, g3, g6, h1, h2, h4, and h11. Corrected: d2b, g4 (PMA/510(k) number).

Event description:
No further event information available at the time of this report.